Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study investigation, an olympus engineer was dispatched to the user facility to observe the scope sampler¿s technique. The engineer reported that there were deviations noted during the sampling observation.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to the service center for evaluation. An olympus boroscope was used to perform a visual inspection of the biopsy and suction channels of the received device. The biopsy channel has brownish discoloration along the wall and a kink near the channel opening at the distal end side. Also, found inside the biopsy channel is small brown spots (foreign material) near the middle section, and scrape marks near the channel opening, at the control body side. The olympus boroscope was used to verify the condition of the suction channel, which also had brown spots (foreign material) near the entry of the channel, at the control body side. The device passed the leak test. The OEM has requested that the scope be held pending possible further testing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). Please see the updates in sections. The scope was re-cultured at the site and tested negative for microbial growth.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was not returned to olympus for evaluation. Olympus followed up with the user facility and was informed that the facility pre-cleans the scope immediately after procedure. The facility follows the olympus reprocessing manual. Steps are wipe, suction (30 seconds, then raise and lower elevator three times, followed by 10 seconds of air), flush for 30 seconds with air-water channel cleaning adapter, removes all disposables and scope is carried to reprocessing room in a closed covered container. The scope is leak tested prior to manual cleaning with an olympus alt-pro. The scope¿s channels are brushed with the olympus bw-412t and maj-1888. The scope is then reprocessed in the facility¿s oer-pro aer. Revital ox enzymatic detergent and olympus acecide-e high level disinfectant solution is used with the endoscope. The minimum effective concentration is being checked prior to each cycle. The last preventative maintenance for the aer was performed on june 14, 2018. There are no issues with facility¿s aer. After reprocessing the scope placed in a ventilated closed cabinet and hung vertically. There has been no changed to the facility¿s reprocessing staff. All staff is currently trained to properly reprocess an endoscope. The facility¿s last in-service with an olympus endoscopic support specialist (ess) was january 25, 2019; however, only part of the facility¿s reprocessing staff was in attendance. As part of our investigation, an olympus endoscopic support specialist was dispatched on feb 7, 2019 to the user facility to observe the reprocessing techniques of the technician who reprocessed the scope prior to the sampling and provide training if necessary. There were no reprocessing deviations noted.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for staphylococcus lugdunensis after reprocessing. There were no associated patient infections reported.